Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device remains implanted.

Manufacturer narrative:
Continued: a.4. Weight: 50.60 kgs a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii

Event description:
Company representative reported "atheroma infection on the left elbow", which is not device related, and capsular contracture baker grade iii. Device status is unknown